Manufacturer narrative:
(B)(4). Results of investigation: (B)(4) was able to verify the reported issue. Visual inspection revealed component jp4 of the power flex was damaged. Pins 2 and 5 of jp4 were burnt. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to (B)(4) that the ac adapter was plugged into unit incorrectly, damaging the unit. While in service, it was discovered that the unit had a burnt component. This reportable issue was discovered while in service, therefore there was no patient involvement.